Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing the fse reset the system. After reset, the system was return to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not power on. No harm was reported. A philips field service engineer (fse) inspected the device onsite and found that the host pc did not turned on and reset it. System is returned to use in good working order.